Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter facility name: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix nmic ID- 476 a patient isolate (acinetobacter baumannii) was misidentified as neisseria animaloris. The user verified the final result using bacterial culture and stated, "the panel indicated non-fermenting bacillus (nfb), a result consistent with acinetobacter baumannii, which coincides with the finding of the patient's other blood culture." No health impact or consequence reported.

Event description:
It was reported while using the panel phoenix nmic ID- 476 a patient isolate (acinetobacter baumannii) was misidentified as neisseria animaloris. The user verified the final result using bacterial culture and stated, "the panel indicated non-fermenting bacillus (nfb), a result consistent with acinetobacter baumannii, which coincides with the finding of the patient's other blood culture." No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification of acinetobacter baumannii when using phoenix panel nmic/ID-476 (catalog number 449511) batch number 5237356. Device/batch history review: the batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed and no trends were identified associated with this defect. Investigational testing: to investigate, retention panels of the complaint batch and control panels from the same material but different batch were tested using in house isolate a. Baumannii 15748 on a phoenix m50 machine and evaluated for identification results. Conclusion/outcome: the panels tested identified their inoculated isolates correctly, this complaint is unable to be confirmed. Bd will continue to monitor for trends and take action as necessary.